Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot number is not currently available.

Event description:
It was reported via medwatch report (B)(4) that during a rotator cuff procedure, while firing the expresew, the tip of the needle broke. The dr attempted to retrieve the tip of the needle, but was unable to find it.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. Subsequent follow-up with the customer, additional information was received. It was unknown if the breakage result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended. It was unknown how the procedure was completed. It was unknown if a spare device was available for use. It was unknown if there any procedural or patient anatomy factors which may have contributed to the breakage. There was no planned medical intervention. It was unknown how many times the expressew fired/how many times the suture passed before the needle broke. It was unknown how many anchors did they put in and what kind were they. It was unknown what type of suture was used. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.